Manufacturer narrative:
The event has been submitted via a remedial action report on 2017-10-30. Analysis completed on (B)(6) 2018 indicated that the device no longer qualifies for exemption reporting and is being submitted on an individual regulatory report. Product event summary: the proximal portion of the lead was returned and analyzed. Analysis indicated that the proximal ring located at bifurcation sleeve was rusty. The distal conductor of the lead was extrinsically over-rotated. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
The right ventricular (rv) lead was returned to the manufacturer after being explanted due to an lead integrity alert (lia) for oversensing and noise on the rv lead. Non-sustained high rate episodes and non-sustained ventricular tachycardia episodes showed non-physiological signals on the rv tip to rv ring. The rv lead was reprogrammed to disable the tachycardia therapies and later explanted and replaced. The device subsequently tested out of specification during the manufacturer¿s analysis. No patient complications have been reported as a result of this event.